Event description:
Boston scientific received information that the vein was dissected when trying to implant the left ventricular (lv) lead. The physician continued on with the implant procedure and after indicated the threshold values were not acceptable and there was no capture. Two days later the lead was explanted. Due to the patients anatomy, the lv lead was not replaced. An echocardiographic examination showed a slight separation of the pericardium. No further adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.